Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and the issuing continuing after onsite troubleshooting, the issue is likely due to the scope being connected. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer (fse). The fse resolved the reported problem and determined the error was likely caused by multiple scopes due to possible flooding of the scopes. It was recommended to the user facility that the scopes be returned to olympus for evaluation. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated. The problem, as reported to olympus, occurred during a diagnostic colonoscopy procedure. A delay in procedure occurred, characterized by the reporter as 10 minutes. The patient was not under anesthesia during the delay. There was no patient injury reported to olympus, associated with the event.